Manufacturer narrative:
On 03/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 04/12/2016 software investigation completed. Review of patient archives finds that the tracer pattern photo revealed that the patient scan was not to protocol (forehead and ears cut off). This caused a poor tracer pattern that was confined to the medial/anterior direction. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 4-5 millimeter inaccuracy when navigating in the sphenoid sinus. The surgeon deemed being accurate when navigating the frontal balloon in the frontal sinus. They attempted to re-register the patient several times to improve accuracy, however, the issue persisted. No further details regarding this issue, or in what direction it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.